Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had screen become hard to read and background not as bright. The insulin pump had rejected batteries and act button stuck and low reservoir did not provide notification. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.